Event description:
Three (3) patients within 1 week undergoing breast surgery experienced a burn in an area not being cauterized. Per surgeon burn appeared to occur by electrical conductivity through the base of where the tip of the cautery is connected to the hand piece; 2 patients experienced 2nd degree burns treated with topical ointment. First event occurred on (B)(6) 2024 to a 45 y/o; 2nd event occurred on (B)(6) 2024 to a 61 y/o. The 3rd event occurred on (B)(6) 2024 to a 35 y/o. Ref report: mw5156419, mw5156420.